Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m165566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m165566, test base part number 190-430 / lot: m165566. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m165566 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not reviewed. Reference MFR. Report: 1221359-2021-03932 through 1221359-2021-03948, 1221359-2021-03980 through 1221359-2021-03982.

Event description:
The customer reported twenty (20) false positive results with the ID now covid-19 assay. This MFR. Report addresses patient five (5) of twenty (20). There is no individual patient information for these twenty (20). Some of the pcr tests were done the same day and some were done the next day. The customer reported a false positive result on a directly tested nasal swab with the ID now covid-19 assay. Pcr confirmation testing were performed and genrated negative results (CT values not provided). Per the customer, there were no patient(s) harmed due to the test results. Additionally, these false results impacted children attending school, parents work.